Event description:
End user reports redness with blisters and itching under tape border scattered around tape border. The reporter states it is worst at 3 o'clock but does not mirror the tape border.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. The end user's skin care includes the use of (B)(4) soap and stomahesive powder. A crusting technique using stomahesive powder and skin protectant barrier wipe was recommended and a barrier with hydrocolloid was suggested. The report was instructed to discontinue use and seek care from a health care provided if it does not improve. No add'l patient/event details have been provided to date. A return sample for evaluation is not expected. Should add'l info become available, a f/u report will be submitted.